Event description:
It was reported that the physician was attempting to use a sprinter legend to pre-dilate a moderate calcified lesion in the lad with 90% stenosis and moderate tortuosity but it could not cross and when it was retracted there was difficulty due to strong resistance, and when it was finally removed from the patient's body, the balloon was found stretched by visual check. No unusual resistance was noted when the protective sheath was removed and no difficulties or abnormalities were noted during the prep and device inspection. The balloon was not inflated. After that, pre-dilatation was successfully performed using new sprinter legend .the patient experienced no adverse effect from this event. Evaluation summary: the transition shaft was severely stretched and kinked. The corewire was protruding through the transition shaft. The guidewire entry port bond was stretched and deformed. The distal tip was damaged. No resistance noted when loading a 0.015 inch patency mandrel into the inner lumen. Balloon folds were intact.

Manufacturer narrative:
Evaluation codes, results: patient¿s condition affected effectiveness of device (lesion morphology¿ 90% stenosis, moderate calcification and moderate tortuosity) deformation problem (catheter) evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology¿ 90% stenosis, moderate calcification and moderate tortuosity. (B)(4).